Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 03.812.004, lot 30p9433: manufacturing site: hägendorf. Release to warehouse date: january 09, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it is observed that the device looks good without any physical damage. The surface of the device shows few minor scratches consistent with the device use which would not contribute to the complaint condition. Complete functional test was not performed as the mating implant was not returned. However, applicator knob (03.812.004, 30p9433) was assembled and disassembled with outer shaft (03.812.520, 4l61255) and applicator shaft (03.812.521, 4l45691) as intended without any issues. The applicator shaft was moving forward and backward as intended when the applicator knob was rotated. Dimensional inspection of the knob is not relevant to the reported complaint condition. The relevant drawings were reviewed; no design issues or discrepancies were found during this investigation. The complaint cannot be confirmed as no functional issues were identified with the returned device. A definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the t-pal implant kinked when it was knocked into the disc space from an unknown t-pal inserter. Because of a dural leakage and scarring from a former operation, the user has given a slightly lateral angle. It was reported that the patient also had hard bones. The procedure was successfully completed with another t-pal inserter. It is unknown if there was a surgical delay. There is no further information available. Concomitant device reported: unknown implant inserter (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) t-pal spacer applicator knob. This is report 2 of 3 for (B)(4).